Event description:
A technician reported that an intraocular lens (iol) was exchanged due to "mechanical failure". In a follow-up, the technician reported that the event resolved following the lens exchange. Posterior capsular opacification (pco) was noted prior to the lens exchange procedure. The use of an unapproved viscoelastic during the surgical procedure was reported.

Manufacturer narrative:
Evaluation summary: the lens was returned. The reported complaint could not be verified. Solution, haptic and optic damage were also observed. Results from the product history record review indicated the lens met release criteria. Product history records could not be reviewed for the associated monarch cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. File indicated that an unapproved viscoelastic was used. A lens bench test could not be conducted due to the optic damage. The root cause of the complaint cannot be determined from the investigation of the product. A lens bench test could not be conducted due to the optic damage. While we are unable to determine the root cause of the damage, our observation reasonably suggests that the observed lens damage is not manufacturing related. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional info was requested on 01/04/2012 by phone, fax, and mail. A completed questionnaire was received on 01/12/2012. (B)(4).